Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. In (B)(6) 2019 the child stopped wearing the device due to a problem with the external device. The external device was fixed but still there was no response form the child.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. In addition, in situ measurements show one channel with hi status already in (B)(6) 2019 due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing with the device is affected. In (B)(6) 2019 the child stopped wearing the device due to a problem with the external device. The external device was fixed but still there was no response from the child.